Event description:
Caller reported a malfunction on pump, indicated by malfunction code malf 16- 0x20e6. There was no adverse impact to customer¿s blood glucose level. Cts planned to replace the pump, and caller intended to contact their healthcare provider due to lack of backup therapy. Customer showed interest in obtaining an out-of-warranty loaner pump.